Manufacturer narrative:
Evaluation summary: the unit was returned to the analysis site due to the customer received an error code 1 when they powered the unit on. The analysis site confirmed the customer complaint and per the service manual, performed calibration and test. The unit gave error 1 when booting up confirming the customer complaint. To correct the issue, the analysis site replaced the main pcb assembly. The device history record was not found at the service and repair site, therefore no service history review can be done.

Event description:
It was reported that during an unk procedure, received an error code 1 when the generator was powered on. They had a second generator to use to complete the case. No pt consequence was reported.